Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828814pl) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint could be linked to a sharp or pointed object coming into contact with the device, or a hard knock to the device, as noted in the instruction for use (IFU) silicone has a low cut/tear resistance. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code: e020205.

Event description:
A facility reported a certas valve (ID 828814pl) was implanted on (B)(6) 2025. After a week, the patient returned for a check-up with symptoms of headache, irritability, inability to sleep, and vomiting. It was observed that the valve appeared to be broken in the patient¿s cranial area. Therefore, the valve was removed and replaced on (B)(6) 2025. The patient did not experience a fall or any head trauma. The patient was doing well at the time of discharge. Additional information: "the valve antisiphon device snapped in the patient which is what caused it to be explanted. Nothing wrong with the bactiseal catheter."